Manufacturer narrative:
Pump received with blank display and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify battery alarms/errors due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Pump received with scratched case, case cracked behind the pump at the corner of the belt clip rails, case cracked on the lower back portion of the pump extending to the right hand side of the keypad overlay, serial number label fading, end cap address label faded, cracked retainer, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that, the insulin pump had blank display. The blood glucose was unknown at the time of the incident. Customer said it just went blank this morning without any alarms or alerts received. After troubleshooting of blank display, reported that, the display was not blank less than 30 seconds. Customer states display is blank currently. Display did not return after pump restart. Customer advised to discontinue the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.